Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a colioscopic recto-sigmoid resection. During the procedure, the stapler cut without stapling which required a recut with a new anastomosis. Post operative, the patient experienced medical complications, a rectorrhagia, pelvic peritonitis, digestive perforations, and infectious complications. The patients treatments included additional procedures.